Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing found that the 3d images were blurry and had double edges. A detector alignment was performed to resolve the issue. The system then passed the system checkout and was found to be fully functional. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a procedure. It was reported that the imaging system¿s detector was misaligned, resulting in the system producing images with the same image superimposed on top of itself. There was no reported impact on patient outcome, and this issue caused no delay to the case.

Manufacturer narrative:
Additional information: patient information was received. Initial reporter information has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that this issue occurred during a sacroiliac and thoracolumbar procedure.